Event description:
It was reported the programmer froze while performing a threshold test, and question marks were observed on the screen. The programmer was powered off and on, but the screen was still frozen. No error codes were observed. Another programmer was requested. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.